Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user received an alert code 38 during the first cartridge change on a replacement ilet after experiencing the same alert on the prior device, identified as consecutive stalled motor during insulin delivery; the user switched to subcutaneous insulin via pen and was advised on shutdown to prevent further alerts, return procedures, and that setup will be required on the replacement device. Symptoms included hyperglycemia with readings in the 200s for approximately 30 minutes without acute complications. Outcomes included no hospitalization, no medical intervention, no ketone testing, and continued cgm monitoring. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.